Event description:
It was reported that a user experienced rapid-onset low glucose episodes and a current high glucose event while using an ilet pump, and the user and clinician suspected a pump malfunction despite a prior factory reset; internal review of device reports indicated the pump was functioning as intended, and the user was provided troubleshooting and education with additional training planned. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no alerts or alarms, and no hospitalization. Investigation included review of device data and user coaching on use and troubleshooting. Investigation of this case revealed no device malfunction detected during data review, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.